Event description:
Info received indicates the valve was removed due to stenosis as noted on echo. During device retrieval, a heavy layer of thrombus was noted on all of the valve leaflets. User stated pathology and culture results showed no indication of infection. The valve was replaced with no additional consequence reported for the pt.